Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, observed there was tear at the backside of catheter pouch. There was no damage on the plastic film and polysleeve. The pattern of tear looks like exposure from sharp object. The damage could possibly occurred due to operator's error or user handling. The exact cause of how and when the problem occurred could not be determined. There was an existing CAPA investigation (CAPA#7487191) has been raised in regards to this sterile barrier issue. The potential root cause for this failure could be due to open seal/torn pouch. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petroleum, they will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml/cc od sterile water. Do not use needle or for prefilled product, remove clip and squeeze reservoir to inflate with stated ml/cc of sterile water. Recommend inflation capacities: 5ml/cc balloon: use 10ml/cc sterile water, 30ml/cc balloon: use 35ml/cc sterile water. Do not exceed recommended capacities. For urological use only. To deflate catheter balloon, gently insert luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary contact adequate trained professionals for assistance as directed by hospital protocol. Should balloon rupture occurred care should be taken to assure that all balloon fragment have been removed from the patient. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter outer packaging was damaged, so replaced with another set to resolve the issue.

Event description:
It was reported that the foley catheter outer packaging was damaged, so replaced with another set to resolve the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.